Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the high blood glucose 252 mg/dl. Customer was treated with the insulin drip. Customer also reported that insulin pump gives insulin flow block alarm. Customer stated that they removed the set and reservoir and declines to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.